Event description:
Rptr is a woman and had an incomplete sex change. She had these silicone implants put in in 1978 and in 1983 ended up having a hysterectomy after a mass was found in her uterus. Rptr ended up having psychological problems and ended up on social security disability and has been on it for almost 11 yrs. Rptr has had a lot of bad headaches, back pains, muscle pain, hair loss, dryness of the mouth and pain in pelvic area and groin. Rptr is awaiting surgery to remove devices. Rptr gets about 5 to 6 colds per month and constantly doesn't feel up to healthy standards. This info was submitted as follow-up 5/16/94: rptr is also extremely tired, has aches and pains, has cotton mouth and constant headaches. This info was submitted as follow-up 6/07/94: explant date: 5/18/94.